Manufacturer narrative:
Device evaluation: customer response email received with possible lot numbers are 341708 , 328507. In addition customer states that it is unknown if the incident occurred while the device was in use with the patient.

Event description:
Information was received indicating that all alarms were going off on the smiths medical cadd pump and the exact message was unknown. The reporter also indicated that the pump was used for pulmonary hypertension medication. Subsequently, the patient used a back up pump. No adverse effects were reported.